Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, alleged outcomes attributed to device include pain, infection, urinary problems, recurrence, bleeding, dyspareunia, bowel problems and pelvic organ prolapse.